Manufacturer narrative:
The device was not returned to the manufacturer. There was no evaluation was conducted. There was no harm to the patient. FDA reference report: mw5067476 [sent by u.s. FDA to microline surgical, inc., and received on 02/14/2017]. Device not returned to manufacturer.

Event description:
During a laparoscopic cholecystectomy, surgical procedure, the heat shrink from the renew fenestrated grasper tip broke and fell into the patient. The broken piece was identified and retrieved from the patient. There was no harm to the patient. FDA reference report: mw5067476 [sent by u.s. FDA to microline surgical, inc., and received on 02/14/2017].